Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular, that prior to cardiopulmonary bypass, during prime, they noticed leak from the shunt sensor. It is unknown if there was a delay and if the surgery was completed successfully. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 4, 2025. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem - added new information). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report) . H2 (follow-up due to additional information) . H6 (identification of evaluation codes 2199, 4582, 11, 3331, 4114, 3221, 4315). The actual sample was not returned for evaluation. A retention sample from the same part and lot number was obtained and tested. The sample was leak tested, by connecting with a calibrated manometer, submerged into a water bath, and pressurized up to 1030 mmhg and no leak was noted. Without a returned device, a thorough investigation could not be performed, and a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information from the clinical review, the procedure was completed successfully with no delay, no blood loss, and no adverse event.